Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction, generalized illness, device migration. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor memoryshape 315cc silicone breast implants which there are issues with her beast rotating, redness, soreness, fatigued, sleeping 15 hours a day and md found that she was low on iodine. These issues happened after implantation .no date of explantation was reported. No product malfunction, such as rupture, was reported. The root cause of the patient's symptoms are unclear. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the right side.